Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to hyperglycemia on (B)(6) 2025.the insertion site was abdomen. The blood glucose level was 540 mg/dl at the time of event and the patient got treated with bolus using insulin pump. No further information available.